Event description:
It was reported that there was downstream occlusion sensor failure. The event happened during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was performed; it revealed a defective downstream occlusion sensor. The sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.